Event description:
It was reported that the patient was admitted to the emergency room with non capture, experiencing diaphragmatic and phrenic nerve stimulation. The right ventricular (rv) lead was suspected to have either a microdislodgement or an acute perforation. It was noted that the rv lead had high and unstable thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.